Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported fluid leaking from a pin hold on the patient line during dwell 2 of 4. Treatment was cancelled. Supplies have been discarded. During follow up, the patient reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient is not on any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.